Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was the reported the patient remains hospitalized, and antibiotic therapy was scheduled to be completed 33 days after receipt of the initial report. The reporter stated that the patient was initially under another antibiotic therapy for 14 days but it was unresponsive; therefore, antibiotic therapy was changed. At the time of report, the peritoneal effluent was clear and patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "not wearing mask all time during dialysis". The peritonitis was manifested by abdominal pain and nausea. The patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotic therapy (dose, frequency and route not reported) as a treatment for the event. Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized and antibiotic therapy was ongoing. The patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.